Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon to treat recto-sigmoid bleed during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was attempted to be used; however, the clip was unable to deploy. The procedure was completed with a resolution 360 clip. There were no patient complications reported as a result of this event.